Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(4) and (B)(4) 2012. Maximum rv pace impedance rises gradually from an approximate baseline of 1000 ohm the week ending 24 (B)(4) 2012 to greater than 3000 ohm the week ending (B)(4) 2013

Event description:
It was reported that the right ventricular (rv) lead triggered a high impedance alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: d164vwc implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.